Manufacturer narrative:
The suspect medical device was returned for engineering evaluation. The device was visually and microscopically investigated. The sample was functionally tested. The inspection and functional tests showed that the sample worked as intended. The alleged complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a child patient had monitoring of the blood pressure through the abd system. This became very low on abp measurement, but the curve was still good, didn't flatten. Nibd measurement showed higher values. Later during the shift, the event occurred again.